Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (approximately 300 mg/dl). The cause for elevated bg levels was unknown. Customer addressed elevated bg levels with manual injections. Customer declined to go through troubleshooting with tandem technical support.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (approximately 300 mg/dl). Reportedly, the pump time was "2 minutes off". Customer addressed elevated bg levels with manual injections. Customer declined further assistance from tandem technical support.